Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon did a head and liner exchange due to poly wear. Once he had access to the liner, the liner came out very easily. He noticed that part of the locking ring was broken but other than it being implanted over 25 years there was no sign to why it broke. All explanted implants were unable to be read due to wear. No surgical delay. Doi: unknown, dor: (B)(6) 2021, left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (device). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Can you please provide the product number of the liner and locking ring? Answer: the product numbers were not able to be read due to wear. B. Can you please confirm if liner disassociated from the cup or was it still in place but still easily removed? Answer: the liner was still in the cup but came out with a kocher easily, the locking ring was broken and came out in two pieces. C. If disassociation is confirm, please provide the acetabular cup product / lot information? Answer: n/a. D. Can you please confirm if there was a loosening of the cup? Answer: the cup was not loose.